Event description:
The guide wire was placed in the angiogram needle and catheter placed over guide wire. Injection was made and when radiologist was flushing catheter he saw a blue plastic circle in the stop cock. It apparently came off of the end of the blue guide for the guide wire.